Manufacturer narrative:
The pump was returned to animas. Investigation revealed the following: daily insulin delivery totals correctly reflected the user's programmed basal rates. Reboots were observed in the black box download. No alarms related to the complaint were observed in the alarm history. A crack was observed in the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. A crack was observed in the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. A test cap was used for testing purpose. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours with no alarms or power issues occurring. In conclusion, the rebooting duplicated. A damaged battery cap, battery compartment crack was found but there were no insulin delivery defects were found.

Event description:
The pt's mom claimed that the pt's pump, which is out of warranty, was turning on and off yesterday. She discovered that the battery cap was not securely on as a result of a cracked case. The pt still continued to wear the pump and woke up this morning with high blood glucose (unspecified result) with "large ketones" and was vomiting. The pt took a bolus to correct a 400 mg/dl bg result but 2 hours later, the bg remained elevated. The pt's mom did not change out the infusion site and did not use injection. The pt's mom was advised to have a pt discontinue using the pump. The pump was replaced. This complaint is being reported because the pt allegedly developed elevated blood glucose levels with ketones after the power issue began.